Event description:
The customer reported to olympus that while using the gastrointestinal videoscope during a diagnostic procedure it was infiltrated. There were no reports of patient harm or impact. The procedure was completed without any delay. During the device evaluation, plastic distal end cover, adhesive on bending section cover and the connecting tube were observed with foreign material, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed. Additionally, the evaluation revealed the following findings: due to water leakage; scope connector case and scope cover had corrosion, water tightness was lost due to wear of scope cover packing, air/water and suction cylinder had no color, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, the cover of light guide -bundle was damaged, light guide lens had discoloration, universal cord had coating peeling, plug unit had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material adhered plastic distal end cover, adhesive on bending section cover and the connecting tube could not be identified. The cause of the foreign material residue in the device could not be identified. Although the defects found during evaluation were confirmed, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-h185 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-h185 reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.